Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number.

Event description:
It was reported with the use of the bd safetyglide¿ insulin syringe with attached needle there was an issue with safety device not activating causing a dirty needle stick injury. There was no report of medical intervention.